Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received missing reservoir tube o-ring, cracked battery tube threads and minor scratches on lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir tube lip was missing and reservoir could not stay in place. Customer's blood glucose was between 250 mg/dl and 300 mg/dl. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.